Event description:
On 06/02/2006, nellcor puritan bennett received a report of increase incidence of stridor post extubation on the hi-lo evac endotracheal tubes. Nellcor clinical specialist investigated this report and investigation results revealed that there were a total of 7 patients who developed stridor. On 07/17/06, the end clinician from the reporting facility confirmed that 4 of the 7 patients required re-intubation of the tube. This report is associated to the fourth occurrence on MFR# 2936999-2006-00637.

Manufacturer narrative:
Investigation of this report is currently in progress. The sample and lot number associated to this report are not available for evaluation.